Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving a shock from the device. Upon interrogation, the device was discovered to be in safety mode. Subsequently, the device inappropriately delivered two shocks to the patient. The device was explanted and replaced as a result. No additional adverse patient effects were reported. The device is expected to be returned for analysis.